Event description:
A customer contacted beckman coulter (bec) reported that there was a leak of less than 2 mls coming from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There were no instrument generated errors associated with the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse indicated that the waste cup where the secondary probe backwashes into came partially unscrewed from the air cylinder. As a result, the cup rotated 45 degrees and got caught under support. This then resulted in the probe backwashing onto the drip tray and cup was not able to be pulled up by air cylinder. The fse adjusted the cup on the air cylinder and super glued the connection. The system performance was verified. The failure mode is related to a misaligned probe wipe module's waste/backwash cup. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).